Event description:
I had the essure sterilization procedure done in (B)(6) 2014 and since that time I have had major health issue. Heavy uncontrolled bleeding, severe abdominal pain, back pain, shooting / stabbing pain in my side, pain during intercourse depression, fatigue, anxiety, migraines. I have been to my dr's so many times over the last 5 years, it's crazy. I never had so many issues until I had the essure sterilization procedure. I also have an allergy to metals and I'm not sure how this could be effecting my health. FDA safety report ID# (B)(4).